Event description:
Complainant alleged that during cardiac valve surgery, the clinicians attempted to defibrillate a patient who was in the early sixties, but the internal electrodes, being used with a pd1200 defibrillator/pacemaker, failed to discharge the energy. The clinicians then obtained another set of internal handles and electrodes and successfully defibrillated the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.